Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that there was an incident with the involvement of passive clip sling and passive lift maxi move. It was stated that during transfer from the bed to the chair patient slipped out of the sling and fell to the floor. As the consequence of the event the resident sustained laceration to the back of the head. Patient was taken to the ER to sew a wound.

Manufacturer narrative:
On the (B)(6) 2019 it was reported to the arjo representative that there was the incident with the involvement of the passive clip slip and passive floor lift maxi move. It was stated that during the middle phase of the transfer from the bed to the chair the sling shoulder clip detached from the lift spreader bar and the resident slipped out of the sling and fell to the floor (from about 4 feet high). The resident hit the head to the base of the lift and as the consequence cut back of the head. Patient was taken to the emergency room where the stitches were applied. After the event arjo device was evaluated by the arjo technician. Visual inspection of the lift did not show any abnormalities. Sling evaluation revealed that it was in an overall good condition with worn grey clips. This accessory was manufactured in october 2004, therefore it had over 14 years. The instructions for use (04.sc.00-int1_2, october 2014) for passive clip slings include information about proper usage of the slings: "the expected service life of passive clip sling is the maximum period of useful life. The operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling does not show signs of fraying, tearing or other damage and that there is no damage (i.e. Cracking, bending, breaking). If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling." "Check all parts of the sling. If any part is missing or damaged - do not use the sling." Based on the instruction for use provided with every arjo sling in case of any doubts about sling safety and visibility of sign of wear or in case when the label is unreadable the sling should not be used and be replaced with new one. The caregiver is obliged to check each sling before use. Maxi move instruction for use (001.25060.en-rev.-12) provides patients with warnings: "the slings should be checked before and after each patient use and if necessary, washed in strict accordance to the instructions on the sling." "Under normal use, the following items are subject to wear: slings, batteries, straps and castors. These items must be regularly checked as described previously, and replaced as needed." "Always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up. " arjo performed thorough analysis regarding the reason for clip detachment. It was concluded that a sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Previous simulations have established this to be at minimum over 13% of the body weight of the patient. Moreover, product instruction for use have been evaluated in terms of performing the attachment and detachment activities as described in the device IFU. The outcome was that the IFU instructions were found to be adequate to enable the caregiver to perform the intended activities safely. From the above it can be concluded that misusing of the clip attachment and incorrectly attaching it to the spreader bar was the reason of patient fall. From the above it can be concluded that misusing of the clip attachment and incorrectly attaching it to the spreader bar was the reason of patient fall. Please note, that if caregivers follow all recommendations and procedures provided in instructions for use, the risk of serious injuries and hazard situations is low. To conclude, the system - clip sling and floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift that could cause or contribute to the event however, the misused of the clip attachment occurred and from that perspective, the system did not meet the manufacturer's specification. The complaint was decided to be reportable due to serious injury sustained by the patient.